Event description:
It was reported that the customer received a continuous glucose monitor error 42. Blood glucose level was not adversely impacted. Customer reverted to using manual daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted.